Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient failed to follow therapy steps during peritoneal dialysis therapy by disconnected the heater bag while they were connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide also provides proper procedures for ending therapy, which include disconnecting yourself before disconnecting the bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) failed to follow therapy steps during peritoneal dialysis therapy. The hp stated that they disconnected the heater bag from the heater line but remained connected. The technical service representative assisted the hp with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.